Event description:
Dear (b)(6, compressor cannot function. (Photos and video as attached) when compressor was switched on, the pointer on the performance gauge didn't move and no change of the pressure. We have performed pump service kit (pn#ham-230009) replacement for the compressor, but we checked that the tubing was connected properly afterwards and no leakage occurred. May I ask for your opinion? Thank you. Regards, (B)(6).

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the compressor was used or started (no patient involvement). The root cause was determined to be an incorrectly installed valve plate during maintenance. In consequence the part was installed correctly. There was no reported patient or user harm.